Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the cover packing and biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the section-cover packing, water tightness was lost, due to damage on the lock mechanism (fe) lever, fe lever rotates concurrently, the forceps channel port had a dent, the control unit had corrosion due to water leakage, the plug unit had a scratch, the label on the standard-connector was damaged, due to damage on the channel (ch)-tube, water tightness was lost, due to a scratch on the plastic distal end cover (c)-cover, insulation resistance value at distal end did not meet the standard value, due to damage on the charged coupled device (ccd) unit image had white dots, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the image guide protector had a cut, the cover of the light guide bundle was damaged, the c-cover had a crack, the objective lens had a chip, the light guide lens had a crack and was chipped, the bending tube was damaged, the adhesive on the bending section cover (a-rubber) was detached, the connecting tube was coiled and had cut, due to clogging of the j-tube in the control unit, water could not be supplied, and the protector of the universal cord on the control section side had a cut. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the insertion tube of the colonovideoscope was defective, and the bowden cable was loose. Upon inspection of the customer¿s returned device, it was observed that the jet tube had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.